Event description:
Information received indicates the brake will set but the head end casters are not holding.

Manufacturer narrative:
The technician found the caster supports were broken which prevented the casters from holding when in brake. The technician replaced the head end brake casters to repair the bed.